Event description:
Patient undergoing left inguinal herniorrhaphy. During placement of 2-0 coated vicryl suture with a sh 26mm 1/2c taper needle through the deep tissues near the pubic tubercle, the needle broke, leaving about 80% of it behind. Despite good knowledge of its location, a lot of dissection was performed without finding the needle. Subsequently, anterior posterior (ap) and lateral x-rays were obtained which showed the needle to be very superficial, almost below the skin. Despite the x-rays and persistent and prolonged exploration, the needle could not be located.